Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a low suspend alarm and differences between sensor glucose and blood glucose readings. Customer's blood glucose was 168 mg/dl but the pump was suspending and reading 66 mg/dl. Customer was having an issue with 2 sensors that were reading really low. Customer reported that she was unable to upload to carelink. Customer was offered sensor replacements and she agreed to send the sensors back for analysis.